Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged headache. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, pca, blower box, blower, and blower seal. The manufacturer also observed black hair like contaminant on the flip doors, top enclosure, rear panel, bottom enclosure, and blower. A keratin-like substance was observed on the blower box outlet. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown and was unable to directly address any symptoms. Section d, g, h has been updated / corrected.

Manufacturer narrative:
H3 other text : device has not returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged headache. There was no report of patient harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box h, now it was corrected. Box h: (device) problem code grid, evaluation results code grid, component code grid and conclusion code grid was corrected.